Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9 (date returned to mfg), h2, h3, h4, h6 and h11. Corrected fields: d10(to add missing concomitant device) and h8. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: temporary contact failure. A root cause could not be identified. Based on the results of the investigation, the most likely cause is a temporary contact failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited insufficient brightness, slightly dim. The issue was observed during preparation for a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.